Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The patient refused to be brought in to be evaluated by a medical professional. Several days prior to this the patient appeared to have a seizure also. It was reported that the device was interrogated following the report seizure and no mention of sycnope was documented in the clinic. There were several episodes of non-sustained ventricular tachycardia (nsvt) in which the device successfully detected and treated. The patient was scheduled to be evaluated by their cardiologist. This product remains in-service.